Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent parotidectomy on an unknown date and topical skin adhesive was used. The topical skin adhesive was used on the skin in two layers. Approximately 24 hours after the procedure, the patient experienced allergic dermatitis with bullae, red and itchy limited to the application of the topical skin adhesive. The topical skin adhesive was removed, cortisone lotion applied and patient was prescribed benadryl and medrol dosepack. The site was cultured and no bacteria was found. The patient recovered in less than one week.